Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia repair procedure, the vessel sealer extend (vse) instrument was not functioning as expected. The instrument failed to seal vessels, and was experiencing tissue sticking which resulted in tissue tearing and bleeding. It is unknown what medical intervention, if any, was rendered due to the complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vse instrument for failure analysis investigations. The vse logs for this procedure were reviewed. The first vse instrument was used for a total of 30 minutes without any errors observed in the logs. The second vse instrument was used for about 10 minutes without any errors observed in the logs. The logs do not show any errors related to vse functionality or sealing issues reported. .

Manufacturer narrative:
Updated fields: section a patient demographics, d4, d9, h2, h3, h6, h11. The surgeon of the procedure provided additional information on this event. The vessel sealer extend instrument (vse) reportedly also experienced impaired range of motion during the procedure. The vse instrument was being used for mediastinal dissection when the reported complications occurred. The surgeon reported that there was ¿no obvious injury, just inadequate hemostasis.¿ this reportedly resulted in 20cc¿s of blood loss with no blood transfusions being administered. The surgeon stated that this event resulted in additional procedure time, increased blood loss, and replacing the vse instrument with a new vse instrument. The surgeon reported that the patient did not experience any post-operative complications. The patient was discharged as expected without a change to their care plan. The vessel sealer extend instrument was received and found to have a broken integrated cord wires. The wires were disintegrated and exposed. The instrument was placed on an in-house system. The instrument passed the engagement and recognition tests. The instrument cut properly but failed the seal test. A hard grip force test was able to be performed as a result of broken wires. Additional patient demographic information: body mass index (bmi) of 27 kg/m2 with a height of 5'2".

Event description:
Refer to h11 for follow-up information.